Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer and ccc determined that the patient sample was placed in a different position on the wheel than the operator had programmed. The customer had also programmed the sample cup to be run without level sensing. The instrument sampled from the position the operator programmed, which did not contain a patient sample. In addition, there was no error message because the system was not programmed to level sense the sample. The ccc explained the correct formula for level sensing. It is expected to obtain an elevated result from sampling an empty position. The customer positioned the sample cup correctly on the wheel and ran qc, resulting satisfactory. The cause for the elevated ctni result was due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the nursing station. The laboratory called the nursing station within minutes of reporting the result and informed them the result was erroneous. The sample was repeated in small sample cup (ssc) and in sample cup on the same instrument, resulting lower for both and matching. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated ctni result.